Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device consistently displays a download delay message on health sight viewer due to software issue. A technical support specialist full synced the device and verified that the station connection has returned to normal. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system device consistently displays a download delay message on health sight viewer, resulting in a delay in medication dispensing. There were no adverse events or injuries reported based on this event.